Event description:
On (B)(6) 2022, the customer alleged to medela llc that she was having issues with her pump in style max flow not fully emptying her breast.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying using the correct kit components; confirming no milk backup had occurred and verifying correct kit components were being used and washed according to our instructions for use. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. On (B)(6) /2022, the customer called back and stated that she received the wrong pump and that she wanted the pump in style breast pump and that she now has mastitis because the pump in style max flow is not allowing her to fully express. A pump in style was sent to the customer. In follow up with a complaint handler on03/21/2022, the customer stated that the mastitis started on (B)(6) 2022 and she was prescribed an antibiotic, which she was still on. Additionally, the customer stated that she has not tried the replacement pump because she left for vacation before it arrived. In additional follow up with the customer she stated that the replacement pump is working well and her mastitis is resolved. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 04/22/2022 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed.